Event description:
It was reported that upon fluoroscopy, it was observed that the left ventricular (lv) lead was dislodged. The lv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: d9, h3, h6.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Analysis indicated no anomaly.